Manufacturer narrative:
Approx age of device: 45 days. The device is expected to be returned but has not been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was doing well post discharge on (B)(6) 2014 until (B)(6) 2014 when he had recurrence of chest pain, decrease in appetite, and dark urine. On (B)(6) 2014, the patient¿s lactate dehydrogenase (ldh) level was found to be elevated to 1286 u/l. The patient later presented on (B)(6) 2014 to the clinic for a device thrombosis workup. The patient reportedly had right sided chest pain and was then transferred to the emergency room. The patient was started on heparin and was given morphine which provided chest pain relief. The patient was later admitted to the clinic. The patient was placed on heparin and was listed as status unos 1a. A ramp echocardiogram and computed tomography angiography (cta) of the chest was performed on (B)(6) 2014. The ramp echocardiogram slope was flat and that the patient underwent a device exchange on (B)(6) 2014. Further information was not made available.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: elevated ldh, pain in chest, low urine output, nauseas, positive ramp study confirming flow obstruction. Additional information also included indicated that the patient underwent an exchange. Patient outcome: exchange. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the device. The device was returned assembled with the driveline (dl) cut approximately 6¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of adhered depositions or thrombus formations. Examination of the device upon disassembly revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. However, the contact marks observed on the bearing cup at the distal end of the rotor suggest that it was present while the device was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.